Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314trg, implantable cardioverter defibrillator  implanted: (B)(6) 2012; 5076 implantable pacing lead (B)(6) 2005; 6949 implantable tachy lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the left ventricular (lv) implantable pacing lead capture is climbing according to the lv capture management algorithm. It was also noted impedance was rising. The lead remains in use. No patient complications have been reported as a result of this event.